Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a blood glucose of 829 mg/dl. The customer was treated with insulin pump bolus. The customer was wearing the insulin pump during the hospitalization. During troubleshooting the customer confirmed that his infusion set cannula was bent. The customer was advised on proper infusion set insertion and usage protocol. The customer was advised to change their infusion set. The insulin pump was not returned for analysis. The insulin pump will not be returned for analysis.